Event description:
In 2000, pt had a failed left total hip arthroplasty and subsequently underwent revision of left total hip arthroplasty the same day by dr. Failed prosthesis disposed of per physician.